Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 31may2024, 10jun2024, and 17jun2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would not go into standby mode intermittently. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) performed troubleshooting with the customer. The rse had the customer check the average air standard liters per minute (slpm) in service mode. The customer stated the reading was 1-1.3 slpm. The rse informed customer that with these readings the device sees the positive pressure and thinks a patient is at the other end, not allowing it to go into standby. The rse advised the customer that to correct this, the flow sensor assembly would need to be replaced. This investigation is ongoing.